Manufacturer narrative:
(B)(4). The reported event was identified during review of a journal article maarten c. Koper, nina m.c. Mathijssen, stephan b.w. Vehmeijer, et al. A 5-year survival analysis of 160 biomet magnum m2 metal-on-metal total hip prostheses issn 1120-7000. Concomitant product(s): unk magnum m2a cup. Unk magnum m2a head. Unknown m2a magnum taper adaptor. Report source: country: (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06113, 0001825034-2017-06116, 0001825034 - 2017 - 06210.

Event description:
It was reported in the journal article received that 21 patients experienced pain and did not undergo a revision procedure. No further information is available.